Event description:
Our rep is reporting that during a procedure, a pt suffered a minor 1st degree burn at the working portal. This burn was produced from a linvatec cautery device, not a mitek product. However, there seems to be some concern that there may have been some sort of "electrical" interference from an fms pump that caused the cautery device to activate inconveniently. The procedure was concluded successfully without further incident or harm to the pt. There were 2 fms pumps in the room and neither the surgeon nor the staff can identify which one of the 2 devices is the complaint device. Also see associated MDR 1221934-2008-00097.

Manufacturer narrative:
The complaint device has been received at our evaluation and repair facility. The device will go through complete visual and functional testing. The results of the testing will be evaluated. Our findings will be the subject of a follow-up report.